Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/21/2018 and strip open date is 3 weeks. Customer is storing the strips in the bathroom. Reviewed meter memory: the 120mg/dl (B)(6) 2016 11:09:00 am fasting:yes, the 95mg/dl (B)(6) 2016 12:56:00 am fasting:yes, the 114mg/dl (B)(6) 2016 08:09:00 am fasting:yes, the 100mg/dl (B)(6) 2016 12:34:00 am fasting:yes, the 122mg/dl (B)(6) 2016 11:15:00 am fasting:yes. Memory concerns:customer is especially concern with the result that was taken on (B)(6) 2016 of 114mg/dl. Customer is concern with the meter giving low blood results compare to what the dr. Says. Customer run 3 blood tests, the trueresult meter - 114mg/dl; hospital meter - 145mg/dl; lab meter - 162mg/dl. Customer states that his expected results fasting are 82 mg/dl but an hour and a half after eating his results would be about 150/165mg/dl. Customer run his blood test twice a day is taking metformin. Customer states that he was told by the dr. He is a diabetic and wants him to go on insulin.